Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the subject pump would not power on. At the time of the call, the patient's mother reported that the patient was hospitalized on (B)(6) 2012 with a diagnosis of dka. The reporter stated the patient's blood glucose (bg) was in the 800 mg/dl range at the time of admission. No information regarding the patient's bg values or symptoms prior to her hospitalization were provided at the time of the call. The patient's mother informed customer support that the patient was admitted to ICU and transferred to a med/surg floor on (B)(6) 2012. At the time of troubleshooting, the patient's mother inserted a new battery obtained from the nursing floor and confirmed it rebooted since she heard chirps and felt vibrations coming from the device; however, the pump's display remained blank. The reporter confirmed there were visible cracks/fissures in the pump and moisture behind the display. The patient's mother mentioned that the patient did go swimming with the pump on (B)(6) 2012; however, it is not known if the pump stopped working on that day. The reporter claimed the patient was not feeling well on the evening of (B)(6) 2012 (signs/symptoms not provided) but the patient had told her she had bolused that day. The subject pump could not be reviewed at the time of the call due to the display being blank. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.